Event description:
Customer reports a male undergoing a tube exchange procedure. When they stepped off the fluoro pedal, the system continued to fluoro. Customer stepped on the pedal 2-3 times, but fluoro would not stop. This evolved over approx 15 seconds, when customer shut system down completely. Pt procedure was completed with no further incident. No reported injury.

Manufacturer narrative:
Field service engineer found the foot switch to be corroded when he arrived on site. Replaced and tested the system per the appropriate service manual. System returned to full service by the customer. Footswitch returned and tested by mfg engineer. The footswtich tested ok in test fixture and when installed in a test bay. Unable to duplicate the sticking described, however, the condition of the footswitch is very poor. Significant corrosion on the frame and evidence of dried fluid on the pedals.